Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: a2 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a total abdominal hysterectomy with left salpingo-oophorectomy and right salpingectomy. During the procedure, there were no reported complications, afterward, the patient was taken to the hospital's recovery unit. During the procedure, surgeon used a the device vessel sealing device to cauterize and seal surgical cuts made within the patients body, including using only the device to "seal" the patients left infundibulopelvic ligament, and in the process did not place any suture ties on the ovarian artery, which resulted in the "seal" not holding a massive intra-peritoneal bleed and causing injury to the patient. Not long after being placed in the recovery unit, the patient began going into hypovolemic shock. An emergency computed tomography (CT) angiogram showed a large hematoma with what appeared to be extravasation from a vessel, which prompted the surgeon to take the patient immediately back to surgery. That same day, the surgeon performed an exploratory laparotomy with evacuation of hem operitoneum and ligation of vessel to investigate and surgically repair the source of the patients internal bleeding. The surgeon discovered the bleeding was coming from the patients left infundibulopelvic ligament, which had been sealed by the surgeon using the device, without the placement of a suture tie.